Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior, flail, and long leaflets. An xtw clip (40712a1046) was inserted but became caught on the anterior leaflet. The clip was able to be freed from the leaflet without causing damage. The clip was then successfully deployed. To further reduce mr, an additional xtw clip (40730r1003) was inserted and placed on the valve. However, the posterior leaflet came out of the clip. The clip was then reopened and repositioned. It was observed that both grippers stopped functioning as intended. It was also observed that the anterior gripper was caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp the posterior leaflet. To further reduce mr and to stabilize the clip, an additional clip was implanted. After deployment, echo showed a perforation on the posterior leaflet. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
H6. Removed code 3026. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) and gripper actuation issue cannot be determined. Difficult or delayed positioning associated with leaflet capture appears to be due to patient anatomy (prolapsed anterior, flail, and long leaflets). Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed on only one leaflet and chordae. A cause for the reported unspecified tissue injury, however, was unable to be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior, flail, and long leaflets. An xtw clip (40712a1046) was inserted but became caught on the anterior leaflet. The clip was able to be freed from the leaflet without causing damage. The clip was then successfully deployed. To further reduce mr, an additional xtw clip (40730r1003) was inserted and placed on the valve. However, while estabilishing final arm angle (efaa), it was observed the clip opened to 120 degrees. The clip was then reclosed. However, the posterior leaflet came out of the clip. The clip was then reopened and repositioned. It was observed that both grippers stopped functioning as intended. It was also observed that the anterior gripper was caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp the posterior leaflet. To further reduce mr and to stabilize the clip, an additional clip was implanted. After deployment, echo showed a perforation on the posterior leaflet. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.